Event description:
It was reported that the helix of the temporary pacing lead was broken and left in the right atrial wall of the patient during the implant procedure. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.